Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition to motor controller cable patient information was requested, but no response received.

Event description:
The customer reported that the unit has a da pcba adc failed vent inop (100a e/c).. He could not confirm if the unit was in use on a patient or if there was any patient harm and stated that information would not be available.

Manufacturer narrative:
Event date: (B)(6)2017. A follow-up report will be submitted once the investigation is complete.

Event description:
On approximately (B)(6)2017, a customer reported that the v60 ventilator had a blower stall. He could not confirm if the unit was in use on a patient or if there was any patient harm and stated that information would not be available.